Manufacturer narrative:
Batch review performed on 30 july 2018: lot 161958: (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-06-07. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.